Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of loss of connection. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event pairing failed was confirmed. The root cause could not be determined.